Event description:
A cardiac resynchronization therapy pacemaker (crt-p) system was returned from an unknown source with no information. Information identified in the manufacturer's data base, indicated the patient died approximately nine months post implant of the crt-p system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information with the funeral home, physician office and hospital were all unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.